Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was not responding when pressing buttons. Customer replaced the batteries and received a button error alarm. Customer stated that they were mowing the lawn and it was raining outside prior to the alarm. No further information reported.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had an unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and stained end cap sticker.